Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 14fr sentrant sheath was used in a patient in the right femoral artery during a transcatheter aortic valve replacement procedure. It was reported that during the procedure, unknown if during insertion or removal the 14fr sentrant sheath, the right femoral artery was dissected. The dissection was treated with implantation of a stent and ballooning. Per the physician, the event was related to the sentrant device. No additional clinical sequelae were reported and the patient is stable.